Manufacturer narrative:
(B)(4) 2011. This event concerns a device that was mfg and used outside the u.s. Analysis is pending.

Event description:
During an implant attempt of the subject device, ventricular lead connection issues were reported: "the ventricular lead could not be screwed properly ".